Event description:
A healthcare facility in (B)(6) reported that with all babylog 8000 plus ventilators sold with mr850 humidifiers there was excessive humidity and water in the patient circuits which was affecting the proper functioning of the respirators and causing blockage in the circuits. They further reported that the excess water was reaching the y-piece and the baby's mouth. They stated that the water started forming after half an hour of usage and increased throughout the usage. They also reported that exchanging the mr850 with the mr730 humidifier solved the problem.

Event description:
A healthcare facility in (B)(6) reported that with all babylog 8000 plus ventilators sold with mr850 humidifiers there was excessive humidity and water in the patient circuits which was affecting the proper functioning of the respirators and causing blockage in the circuits. They further reported that the excess water was reaching the y-piece and the baby's mouth. They stated that the water started forming after half an hour of usage and increased throughout the usage. They also reported that exchanging the mr850 with the mr730 humidifier solved the problem.

Manufacturer narrative:
The mr850 humidifier was not returned for evaluation and the hospital continues to use it. Fisher & paykel healthcare is endeavouring to obtain further information about this complaint, but have only today received the healthcare facility details. We will provide a folow up report upon completion of our investigation. Device still in use at hospital.

Manufacturer narrative:
(B)(4). The mr850 humidifier was not returned for evaluation and the hospital continues to use it. Fisher & paykel healthcare is continuing to work with the distributor, (B)(4), to help troubleshoot this problem. We are keen to send a representative to the hospital to work with them, but this is proving difficult as we have been informed that (B)(4) is affected by the unrest in (B)(6), making access to the country difficult. From the information we have received from (B)(4), it appears that the hospital had previously been using our old mr730 humidifiers and had upgraded to mr850 humidifiers. The mr850 is more sophisticated and features a humidity compensation mode. The condensation problems experienced by the hospital may have come from inexperience in use of the hc mode. The representative at prime medical was not familiar with the activating/deactivating humidity compensation settings on the mr850, so a copy of the latest revision of the mr850 product technical manual was emailed to him. Condensate build up is influenced by equipment setup and environment. Common factors to be aware of include drafts due to air conditioning or cooling fans and low ambient temperatures. Other conditions can compromise the humidity output from the humidifiers, including high room ambient temperatures (>26°c) combined with inlet gas which has been excessively heated by the ventilator. The mr850 is designed to compensate for this by activating humidity compensation mode so that optimal levels of humidity can be generated for the patient. Device still in use at hospital.